Manufacturer narrative:
Batch review performed on 25 january 2017. (B)(4).

Event description:
The patient came in complaining of thigh pain. The surgeon confirmed the stem was loose. The surgeon revised the stem, liner, and head. The surgery was completed successfully. X-rays and explants are not available.